Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and pain. The cause of peritonitis was not reported. A day after the event onset, the patient was hospitalized and was treated with ceftazidime and cefazolin (doses, frequency, route and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.